Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. This occurred during patient infusion. The pharmacist stated that the device did not empty the contents as expected and had a large residual volume left over. The device was filled with 900 mg of vancomycin in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.